Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015 information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the surgeon pressed the release button, but the jaw did not open. The manual override did not work either. The surgeon used another like product to staple next to the first device to allow it to be removed. The second like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l5548w. Corrected data: manufacture date: 11/10/2014. Expiration date: 10/10/2019. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual switch worked as intended during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.